Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet for a little over a month experienced recurrent low blood glucose several times per day and requested troubleshooting of the algorithm, with additional confusion about how to announce meals and snacks given the absence of a snack option; the agent reviewed reports, explained that lows followed prolonged periods of high glucose, and scheduled additional training. Symptoms included hypoglycemia and hyperglycemia with hunger, tiredness and agitation reported. Outcomes included user impact requiring guided education without emergency treatment or hospitalization. Investigation included review of available pump data and user report, with an education session scheduled. Investigation of this case revealed possible user difficulty with correct meal announcements and timing, contributing to hyperglycemia followed by corrective dosing leading to hypoglycemia; no alerts or alarms were reported, and oral glucose was used to treat lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user interaction and training needs rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.